Event description:
During an initial implant procedure, it was not possible to interrogate the device. The device was explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was in backup mode with battery at beginning of life (bol) level upon receipt. Analysis of the device image shows backup operation was caused by code corruption, but the cause was unknown. Further environmental stress testing could not recreate the power on reset. Further evaluation including exposing of the device to extreme cold, and hot temperature found no anomaly. Longevity assessment was performed, and the pacer was in normal range of operation with appropriate remaining longevity. Despite extensive efforts to trigger backup condition, it could not be reproduced.